Event description:
It was reported the patient experienced a shocking sensation with the stimulation turned on. The symptoms began since the pt had stents implanted for an abdominal aneurysm. Since receiving the stents, whenever the stimulation is on, the pt felt an "irritation and shocking" in their abdomen. The ins is placed in the abdomen. The pt attempted to decrease the amplitude, but the irritation remained and the pt lost pain relief. The pt was seeking a new physician to troubleshoot the stimulation device.

Manufacturer narrative:
(B) (4).